Manufacturer narrative:
The device remains in service. This report will be re-evaluated if additional information is received.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. This device remains in service. No adverse patient effects were reported.